Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 17-jun-2016 which refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 for permanent sterilization. Shortly after undergoing the essure procedure, hsg test was performed and she was advised that her coils were properly placed. However, plaintiff's post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal bloating, abdominal pain, pain during intercourse, and chronic fatigue. She never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms, but was unable to resolve her symptoms. She was advised by her doctor that one of her essure coils had migrated out of her fallopian tube and was embedded in her uterus. On (B)(6) 2015, hysterectomy (partial) was done; her tubes and essure were also removed. Quality-safety evaluation of ptc ((B)(4)) received on 27-jun-2016: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this is a non-medically confirmed spontaneous case report under litigation. It refers to a female plaintiff who had essure (fallopian tube occlusion insert) implanted and one of her essure coils had migrated out of her fallopian tube and was embedded in her uterus. She sought treatment but was unable to resolve them. Then, she underwent a partial hysterectomy and her tubes and essure inserts were also removed. Device embedment is listed in the reference safety information for essure. Considering that essure may move out of fallopian tube, although the exact date and mechanism of this embedment (partial perforation) is unknown, the causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required. According to the product technical complaint investigation, a product quality defect could not be confirmed but is considered plausible; a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('one of her essure coils had migrated out of fallopian tube / embedded in her uterus') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("increasingly severe pain / chronic pelvic pain"), pelvic discomfort ("pelvic discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), fatigue ("chronic fatigue"), menstruation irregular ("I still dont have period"), hot flush ("hot flashes"), endometriosis ("endometriosis") and adenomyosis ("adenomyosis"). The patient was treated with surgery. Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal distension, abdominal pain, dyspareunia, fatigue, menstruation irregular, hot flush, endometriosis and adenomyosis outcome was unknown. The reporter considered abdominal distension, abdominal pain, adenomyosis, back pain, dyspareunia, embedded device, endometriosis, fatigue, hot flush, menorrhagia, menstruation irregular, pelvic discomfort and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: still dont have period, hot flashes, endometriosis. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 29-may-2020: sm received : events added- adenomyosis. Reporter added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('one of her essure coils had migrated out of fallopian tube / embedded in her uterus') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("increasingly severe pain / chronic pelvic pain"), pelvic discomfort ("pelvic discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), fatigue ("chronic fatigue"), menstruation irregular ("I still dont have period"), hot flush ("hot flashes"), endometriosis ("endometriosis") and adenomyosis ("adenomyosis"). The patient was treated with surgery. Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal distension, abdominal pain, dyspareunia, fatigue, menstruation irregular, hot flush, endometriosis and adenomyosis outcome was unknown. The reporter considered abdominal distension, abdominal pain, adenomyosis, back pain, dyspareunia, embedded device, endometriosis, fatigue, hot flush, menorrhagia, menstruation irregular, pelvic discomfort and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: still dont have period, hot flashes, endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('one of her essure coils had migrated out of fallopian tube / embedded in her uterus') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("increasingly severe pain / chronic pelvic pain"), pelvic discomfort ("pelvic discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), fatigue ("chronic fatigue"), menstruation irregular ("I still dont have period"), hot flush ("hot flashes"), endometriosis ("endometriosis") and adenomyosis ("adenomyosis"). The patient was treated with surgery. Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal distension, abdominal pain, dyspareunia, fatigue, menstruation irregular, hot flush, endometriosis and adenomyosis outcome was unknown. The reporter considered abdominal distension, abdominal pain, adenomyosis, back pain, dyspareunia, embedded device, endometriosis, fatigue, hot flush, menorrhagia, menstruation irregular, pelvic discomfort and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: still dont have period, hot flashes, endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("one of her essure coils had migrated out of fallopian tube / embedded in her uterus") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("increasingly severe pain / chronic pelvic pain"), pelvic discomfort ("pelvic discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), fatigue ("chronic fatigue"), menstruation irregular ("I still dont have period"), hot flush ("hot flashes") and endometriosis ("endometriosis"). The patient was treated with surgery. Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal distension, abdominal pain, dyspareunia, fatigue, menstruation irregular, hot flush and endometriosis outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, dyspareunia, embedded device, endometriosis, fatigue, hot flush, menorrhagia, menstruation irregular, pelvic discomfort and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: still dont have period, hot flashes, endometriosis. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-jun-2018: pfs received: new events: still dont have period, hot flashes, endometriosis were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.